Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, approximately 8 years post implantation, the patient underwent revision due to ¿wear¿. Reportedly, the component ¿wear¿ was the root cause of the revision; however, responses to the requested clinical documentation were not provided. Based on the information provided, the root cause could not be definitively concluded, although wear is a known potential occurrence. The patient impact beyond the reported component wear and subsequent revision could not be determined. In the event additional medical/clinical records are received, the clinical task may be re-opened and a re-assessment may be performed at that time. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that revision surgery was performed due to wear. Unknown how the procedure finished, if occurred a surgical delay. Patient injuries were not reported.